Event description:
It was reported that the right atrial lead exhibited inappropriate auto mode switches due to noise. All lead electrical values were within range. The patient was asymptomatic and would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.